Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while loading clips the surgeon noticed they weren't forming properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4) (B) (4). Jaws disengaged. The analysis results found that the device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.